Event description:
Customer reported a hospitalization event. The customer stated her hospitalization event was not related to her insulin pump. The date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 400-500 mg/dl. The customer stated she also had ketones and was vomiting prior to being hospitalized. The customer also stated her doctor believed she was having a site failure, causing the hospitalization. The customer was monitored and released from the hospital. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).